Event description:
It was reported that the health care professional (hcp) reached out to technical services (ts) to review the stored electrocardiogram of the patient with this implantable cardioverter-defibrillator (ICD). Upon review, there were undersensed beats observed due to the morphology of the patient, which led to the device delivering delayed therapy. It was noted that this implantable cardioverter defibrillator (ICD) delivered due to inappropriate electric shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) discussed possible programming modifications. Currently, this ICD remains in service and no adverse patient effects were reported.